Manufacturer narrative:
The test strips were requested for investigation. The customer stated the product will not be returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Customer stated they have apa syndrome. Per product labeling, the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the sysmex cs-2500 with an unknown reagent. At 3:30 pm, the result from the laboratory was 4.9 inr. At the same time the meter result was 6.6 inr. The patient's therapeutic range was not provided.